Event description:
The event was reported as: a surgeon was using the capio suture and the needle detached and was left inside the pt. Attempts were made to retrieve needle without success. Surgery was prolonged. The pt experienced post-op complications of vaginal cuff infection and pelvic hematoma. The hematoma resolved and pt was put on IV antibiotics for the infection. No further info available.

Manufacturer narrative:
No sample available for evaluation. Evaluation report is not completed at time of this report. A follow-up report will be sent when completed.